Manufacturer narrative:
As stated, a manufacturer went on site to check out the system. When not using the situate, the system navigated accurately. With the situate on, but not actively scanning, the system had slight disruption in the navigation accuracy. When the situate was actively scanning, there were severe discrepancies in navigation accuracy, showing a registration probe moving around the anatomy when it was stationary in the demo head. The general failure was resolved and no parts were replaced.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the surgeon observed a slight navigation inaccuracy when in the ethmoid sinuses. The site was using the situate detection system x (for detecting surgical sponges) while navigating. The manufacturer representative went on site to check out the system. When not using the situate, the system navigated accurately. With the situate on, but not actively scanning, the system had slight disruption in the navigation accuracy. When the situate was actively scanning, there were severe discrepancies in navigation accuracy, showing a registration probe moving around the anatomy when it was stationary in the demo head. He shared his findings with the site and trained them to not use navigation concurrently with the situate. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the extent of inaccuracy was unmeasurable when scanning as it blinked and moved all over the place. When on standby it seemed marginal however ranging from 0-1mm.